Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 3. It was reported while using bd vacutainer® eclipse¿ blood collection needle, the safety shield was engaged with the thumb and broke off resulting in a dirty needlestick injury of the right thumb. Occupational health was consulted, the patient was tested for infectious disease, and no medical intervention was required for staff who incurred needlestick injury.

Event description:
Report 2 of 3: it was reported while using bd vacutainer® eclipse¿ blood collection needle, the safety shield was engaged with the thumb and broke off resulting in a dirty needlestick injury of the right thumb. Occupational health was consulted, the patient was tested for infectious disease, and no medical intervention was required for staff who incurred needlestick injury.

Manufacturer narrative:
The following fields were updated due to additional information: h.3 device eval by manufacturer? Yes. Investigation summary: bd received 5 samples for investigation. The 5 customer samples were subjected to a visual functional test for defective locking mechanism and hub/collar separation. The samples passed testing as there were no signs of damage to the device or separation during activation of the safety shield. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.